Manufacturer narrative:
It was claimed that flow transducer test failed. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the device failed flow transducer test during pre-use check. Air gas module was checked and replaced to resolve the issue. The device passed all performance tests and was delivered to the user in working condition. The gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).